Manufacturer narrative:
(B)(4). Additional concomitant medical products: selex/magnum mod hd 40mm +6, pn s661140, ln 527450; m/h radial solid/apx shl 58mm, pn 13-104058, ln 815950; e-poly 40mm +3 maxrom lnr sz25, pn ep-108425, ln 247020. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-06486, 0001825034-2018-06489, 0001825034-2018-06492. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported that patient underwent a revision procedure due to femoral subsidence and infection approximately seven months post-implantation. All components were revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
UDI ((B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.